Event description:
Situation: strykerflow2 endo irrigator leaking from battery case in the middle of activating the irrigator. Background: lap chole procedure. Assessment: stkerflow 2 endo irrigator noticed to be leaking. Initially thought to be from the external tubing output. Upon further assessment, it was noted that the leaking is coming directly from the battery case, leaking orange/blank/brown color substance not bloody stained as compared to the suction tubing suctioning from the patient. Nss inflow from bag is clear. Recommendation: as this happened while still under laparoscopy and at the end of the case, and suction is no longer needed, use of the device was discontinued. Surgical team aware that the leak is not affecting the irrigator fluid but only the battery case. Details: stryker flow2 disposable suction/ irrigator ref# 250-070-500 lot# 21346fg2. We noticed similar reports in the maude database. Manufacturer response for endo irrigator, tryker flow2 disposable suction/ irrigator (per site reporter). Or site manager contacted stryker representative directly who was going to send the materials for our team to return the device to stryker. We noticed similar reports in the maude database.